Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure when starting the laser, the console showed red screen (flash lamps fail). The procedure was rescheduled; there was no alternative device. The patient was under general anesthesia; there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console was not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the servo motor was defective. Therefore, the reported allegation was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. A labeling review was performed and there is no indication that the device was not used in accordance with the IFU. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. UDI was unable to confirm the specified details within the sap ecc system since this material/batch combinations does not exist. As a result, the required information remains unavailable at this time.

Event description:
It was reported that during a procedure when starting the laser, the console showed red screen (flash lamps fail). The procedure was rescheduled; there was no alternative device. The patient was under general anesthesia. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.